Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing alarms with the freestyle librelink application. Adc attempted to replicate the reported issue. The lack of the app version, os and device make/model restricts the ability to identify potential causes of the customer's reported issue. The reported issue was unable to be replicated. Therefore, this issue is not confirmed. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device. A caller reported an incompatible app issue with the adc device in use with an unknown phone and an unknown operating system. As a result, the customer was unable to monitor their glucose and was unable to self-treat, requiring glucose from a family member for treatment. There was no report of death or permanent impairment associated with this event.